Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer had been loading the cartridge incorrectly. Blood glucose (bg) was 337 mg/dl and the contact administered a correction via an insulin injection. Tandem technical support reviewed the cartridge loading process with the contact.